Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Ventricular fibrillation/fever: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient was on impella 5.5 as a bridge to transplant. During support it was noted that the patient was transferred to bed and had ventricular tachycardia(vt) with positioning alarms, point-of-care ultrasound done and impella was pulled back. Vt and alarms stopped. In addition noted was hemolysis labs down trending-monitoring since repositioning. The patient also had intermittent fevers; transitioned from milrinone to dobutamine, now weaned off dobut off all vasoactive. The patient continued with fevers despite blood cultures being negative, the source of fever was unidentified. Ultimately the 5.5 was weaned and explanted as bridge to transplant.

Manufacturer narrative:
Additional information was received and h6 codes were updated.